Manufacturer narrative:
Follow-up # 1 date of submission 06/05/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/02/2014 with the following results:a review of the pump¿s black box and alarm history showed call service alarms. No alarms were duplicated during testing. The pump cover was opened and no internal defect was found. Unrelated to the complaint, evaluation revealed a dim and discolored display screen.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.